Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-01871. The patient received two leads with the same lot number. The patient reported persistent pain at the right lead site. Additionally, she states the ipg had become superficial and uncomfortable approximately 1.5 years ago. Reportedly, the patient had a history of lupus prior to permanent implant. As a result, the patient requested surgical intervention and had the system explanted on (B)(6) 2016.